Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) came out together, with the device, during device removal. Manual compression was performed for 20 minutes, and recovery occurred. There was no reported patient injury. The device was prepared and used in accordance with the instructions for use (IFU). The mynx control vcd was used in a percutaneous coronary intervention (pci). There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and had used the device several times prior to this procedure. The mynx control vcd was prepared according to the IFU. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30~45 degrees for the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynx control vcd. A 6f non-cordis introducer sheath was used. The device will be returned for evaluation.